Manufacturer narrative:
(B)(6).

Event description:
It was reported that burns on the patient forearm were noted after the operation. The arm was covered with an adhesive cloth, sterile. The skin lesions have arisen in the area of the adhesive strip. No further patient complications have been reported. Complaint 2 of 2. See (B)(4) for related complaint against concomitant wand.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection of the returned controller found that there were no visual or physical discrepancies with the device. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. The complaint was not verified and the root cause could not be determined since the device performed as intended. Factors which can lead to issue include: potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: use of controller power level settings higher than the recommended default levels. Insufficient saline flow to the electrodes. Failure to maintain proper suction. Surgical technique of the user. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.